Manufacturer narrative:
Upon follow up it was reported there was an unknown type of residue found to be accumulated in the machine, further specified as "water passed though the dialysate inlet and the residue passed into the dialyzer¿, located at "slightly below the dialysate connection point". The reporter stated the event was not related to the dialyzer. Concomitant medical products: fresenius 4008s dialysis machine. The actual device was not available; however, four photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed the product was found wet. Several yellowish particulate matter were visible in the dialysate side. The reported condition was verified. A batch review was conducted and there was no deviations found related to the reported condition during the manufacture of this lot. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a hemodialysis patient was three minutes into treatment with a revaclear 300 dialyzer when a tmp alarm was generated by the machine. After observation, particles were observed in the dialyzer. The patient was disconnected from the set. It was reported the patient experienced a headache and high blood pressure. The patient received an unspecified medication for the high blood pressure. Treatment for the headache was not reported. After the treatments, the blood pressure was stabilized and the patient was re-dialyzed in another device. No additional information is available.